Event description:
According to the reporter, during the procedure, surgical team was using esu (electrosurgical) device. During active use of bovie pencil, physician assistant noticed a spark on the bovie tip much lower than the conduction area. They noticed that the coating of bovie tip was beginning to melt and fall apart. A small bovie burn occurred on patient's left chest measuring about 1 mm. Bovie tip and pencil was switched out and longer used. The generator was taken out of service and new generator with pencil was deliver to continue procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functionally, the device went through and passed rf output, rem function, cross coupling, and high-frequency leakage testing. The device delivered outputs within tolerance at each measurement. Mono1, mono2, and bipolar were activated with handpiece and footswitch, each activated properly. The ligasure activated properly with both handpiece and footswitch. It was reported that there was a small burn on patient's left chest. A potentially related device issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the mono 1 receptacle ufp was cracked. Visual inspection noted that the mono 1 receptacle ufp was cracked. The most likely cause for the additional condition is traced to device design. Another unreported condition was identified: the mono 2 pins were bent. Visual inspection noted that the mono 2 pins were bent. The most likely cause for the additional condition is traced to a component failure. A third unreported condition was identified: multiple scratches and nicks on the touchscreen. Visual inspection noted that there were multiple scratches and nicks on the touchscreen. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, surgical team was using esu (electrosurgical) device. During active use of bovie pencil, physician assistant noticed a spark on the bovie tip much lower than the conduction area. They noticed that the coating of bovie tip was beginning to melt and fall apart. A small bovie burn occurred on patient's left chest measuring about 1 mm. Bovie tip and pencil was switched out and longer used.

Manufacturer narrative:
D10 concomitant product: unknown pencil, unknown pencil (lot#unknown) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.